Event description:
It was reported that the patient had experienced pain at the site of implant. The right ventricular lead had been previously capped on (B)(6) 2006 for unknown reasons. On (B)(6) 2015 the lead was explanted. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.